Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the customer was not outside of the allowable operating altitude range. Blood glucose level was 186 mg/dl. The customer reverted to manual injections for insulin therapy.